Event description:
The manufacturer received information alleging a ventilator service required condition had occurred on a trilogy evo device. The device was replaced with another device there was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed during an operational check of the device. The manufacturer¿s service technician observed error code proximal pressure railed in the device's event log. The service technician replaced the device¿s system printed circuit assembly board to address this issue. After replacing the part, the manufacturer's service technician performed the final and run-in tests, along with the battery and valve checks on the device. The manufacturer's service technician confirmed the device was operational and it was cleaned.